Event description:
While on vacation, the hearing aid user had a wax guard fall into his ear. He called his hearing aid dispenser and reported that he had a dr remove it from his ear. There was no injury, infection, redness, swelling or drainage from the ear.